Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign material and burn on plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint for the burn on plastic distal end cover is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. In addition, olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.